Manufacturer narrative:
Exemption number: e2013009. Berlin heart inc. (Importer number: (B)(4)) is submitting the report on behalf of berlin heart gmbh (manufacturer). The excor blood pump, s/n (B)(4), was used by the patient from (B)(6) 2017 (62 days). We have reviewed the production records of the excor blood pump s/n (B)(4). This pump was produced according to our specification. The blood pump is designed with a triple layer membrane separating the air chamber from blood chamber for safety reasons. The entire membrane consists of an air-side layer, a middle layer and a blood-side layer. In case of disruption in one of the triple layers, there are two more layers that will maintain the integrity of the air and blood chambers. The blood pump in question has not been received by the manufacturer at the time of this report. Further investigation is pending upon receipt.

Event description:
We were informed by our (B)(4) distributor that the clinic observed an incomplete emptying of the left excor blood pump of a patient supported in the bivad configuration. The clinic decided to immediately exchange the affected left blood pump. The affected blood pump was exchanged in the clinic by trained personnel without complications. The patient was not negatively affected by this incident and is doing well.

Manufacturer narrative:
Exemption number: e2013009. Berlin heart inc. (Importer number: (B)(4)) is submitting the report on behalf of berlin heart gmbh (manufacturer). During initial analysis of the excor blood pump, s/n (B)(4), an air cushion was observed between two layers of the triple layer, indicating a defect of the air-side layer of the triple layer membrane. During functional testing, the returned product did not meet its functional specification. The pump was disassembled for evaluation and a leak was located in the air-side layer of the triple layer membrane. Furthermore,graphite agglomerates were detected between the membrane interstices. The middle layer and blood-side layer of the triple layer membrane displayed no defects. The cause of the failure was most likely the diminished graphite coating. The graphite particles that formed due to the abrasion between the membrane layers most likely caused increased friction at certain points which finally led to the defect in the air-side layer of the membrane. When this defect occurs, air can get between the membrane layers and form an air cushion, which may reduce the blood pump performance.